Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. One patient had a revision surgery due to retear of rcr. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. The author has been contacted to obtain further information but no response was received. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI - unavailable. The product details are not available. Associated medwatch: 1221934-2017-10143.

Event description:
This report is being filed after the subsequent review of the following article: arthroscopic suture-bridge repair for small to medium size supraspinatus tear: healing rate and retear pattern. Authors: neyton lionel m.d. And "et al" arthroscopy: the journal of arthroscopic and related surgery, vol 29, no 1 (january), 2013: pp 10-17. Shoulder unit and radiology unit (B)(6). N=1 revision surgery due to retear of the rotator cuff.